Manufacturer narrative:
Section d4: previous report stated in h10 the UDI # for this event was (B)(4). This was inadvertently added and the correct UDI # is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported urinary tract infection (uti) and hematuria, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2019 with hematuria and an international normalized ratio (inr) of 3.9. The patient was taken off warfarin and coumadin. Per additional information, the patient was diagnosed with a uti. They were treated with oral antibiotics and was discharged. All events were resolved on (B)(6) 2019. The patient remained ongoing on heartmate ii lvas, serial number (B)(6). The patient had further bleeding complaints following this event. No product is available for investigation. The hmii IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular device system. This IFU provides suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 15feb2018. The heartmate ii lvas IFU. Is currently available. Section 1 of this IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject was admitted with complaints of hematuria with blood clots and an international normalized ratio of 3.9 and warfarin was held. Patient was admitted overnight for a urinary tract infection and discharged on antibiotics.